Event description:
The pt received a 3.5 x 18 mm cypher stent in order to treat the restenosis of a 30 x 23 mm cypher stent. A few months later, the pt died. One day after receiving a 3.5 x 18 mm cypher stent in order to treat the restenosis of a 3.0 x 23 mm cypher stent, the pt was taken to another hosp. Surgery for aortic stenosis was scheduled. However, because there was a huge risk to the surgery from infection and the calcified aorta, conservative treatment to control the patient's heart failure was conducted instead. Two months later, the patient complained of chest pain. A week later coronary angiography (cag) was conducted. A 3.0 x 24mm driver bare metal stent was implanted at the distal end of the distal right coronary lesion (rca). This was a de novo lesion and was not in the lesion area of the implanted cypher stents. Procedure details were all unknown. At that time, physician observed the implanted cypher stents to be patent. Two weeks later, the patient was discharged from the hospital. However, the pt was repeatedly hospitalized, and received emergent hemodialysis and recovered in each case. Six months later, the pt suffered from hypotension. The pt developed cardio-respiratory arrest and was transported by ambulance to the hosp. Cardiopulmonary resuscitation was conducted, but the pt died. Postmortem was not performed. Physician indicated that the cause of the previous restenosis was due to the cypher stens in the distal rca being under-dilated. Physician noted that likely cause of death was heart failure and exacerbation of aortic stenosis. There will be no futher information available for this event.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00674.